Event description:
It was reported that prior to a surgical procedure, during preparation, the associated attachment jams and breaks the router. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. It was subsequently reported that upon evaluation of the returned router conducted at the manufacturer, it was confirmed that the router was not broken, it was stuck inside the associated attachment.

Manufacturer narrative:
B5: the returned router was not broken. H6: investigation results indicate that the router was stuck inside the associated attachment (5407fa2000, sn (B)(6)). After completing the device evaluation, it is determined this incident is not reportable. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that prior to a surgical procedure, during preparation, the associated attachment jams and breaks the router. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.